Event description:
It was reported a fracture at the body of the implant at tooth site #26. The apex of the implant was removed completely but it was aspired by the equipment. Another implant was placed to complete the procedure. No other impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4).